Event description:
Rptr complains of 7/84 severe headaches, seizures, fatigue, cognitive problems, memory loss, numbness of hands and feet, stumbling. This continued (on and off) for several months. On 1/85 diagnosed with a "multiple sclerosis-like" illness. Also, stiffness, sore muscles. On 12/85 mild myocardial infarction (recovered). On 11/86 mild cva, also megaloblastic anemia (cured), (slight residual effects).